Manufacturer narrative:
This case was one of three events reported together from the same site to the manufacturer. Please see MFR report #: 3005875675-2020-00001 and MFR report #: 3005875675-2020-00002. The dispersive electrodes are single-use device and were discarded after the case. A review of the manufacturing records and examination of retained samples from the same lot of dispersive electrodes have not shown any product deficiencies. Additional information was received from customer indicating that this was a use error and the hospital staff has been retrained on the correct application of the dispersive electrodes. Possible causative factors for an increase in temperature at site of application of the dispersive electrode (de) were identified and documented through fishbone analysis and included device deficiency; contact of de with substances or devices; and improper application of the de by the user. Initial investigation of potential causative factors included inspection of retained de samples from the same lot and inspection of the sonata system at the customer location including review of data obtained from the system log. Potential causative factors that could not be excluded based on results of the initial investigation and/or information from the customer were then evaluated further with testing conducted with retained de samples using liver as a surrogate for skin to measure temperature rise under the potential cause conditions. Potential causative factors that did not result in any temperature rise, or that resulted in a temperature rise well below the rise necessary to result in skin burn were eliminated as a potential root cause. Misapplication of the de resulting in insufficient adhesion of the hydrogel to the skin is the sole potential causative factor that is consistent with the results of the investigation including temperature rise sufficient to result in a skin burn. The sonata system operator's manual (instructions for use) includes instructions for application of dispersive electrodes as well as relevant warnings. Use error is therefore determined to be the root cause.

Manufacturer narrative:
This case was one of three events reported together from the same site to the manufacturer. The three events occurred over the course of 10 months when the system was also used without issue. The case was completed using the sonata system 2.1 utilizing dispersive electrode lot 100321. The dispersive electrodes are single-use and were discarded after the case. To date, no other site has reported any incidence of burns. Review of the system manufacturing and use records for this case did not identify issues with the radiofrequency generator, the smart tablet, intrauterine ultrasound probe or radiofrequency ablation handpiece. A review of the manufacturing records and examination of retained samples from the same lot of dispersive electrodes have not shown any product deficiencies. Interviews and communications with site personnel have identified site-specific practices that may have contributed to this incident. An investigation to reproduce the issue shall be completed and a follow-up report will be submitted once the investigation is finalized.

Event description:
On november 14, 2020 a doctor reported that a patient had experienced potential skin burns after use of the sonata system. After removal of the dispersive electrodes (de), the doctor observed that the patient's skin on one leg, at the edge of the de application location, appeared to be very warm and red. The physician stated that hospital staff sometimes cleaned the patient's skin before placing the dispersive electrodes. The doctor reported that it is unknown if the dispersive electrodes were wet or placed correctly by the hospital staff. The doctor initially reported that the patient suffered a 3rd-degree burn with necrotic crust formation. A plastic and reconstructive surgeon was consulted, and the wound was debrided. Skin grafting was advised, but the patient declined. The patient opted for laser photostimulation in lieu of skin grafting and the patient's burn healed with a minor cosmetic deficit. The event occurred on (B)(6) 2020. On nov 18, 2020, site lead physician additionally reported that the right dispersive electrode was loose during the case, and that the de had migrated partially down the right leg. The de was re-positioned without interrupting the procedure. The doctor also reported that the patient presented with 'oily skin'. On dec 01, 2020, the department's fellow reported that the patient's burn was in reality a second-degree burn and not a third-degree burn as originally reported. He reported that the wound was treated with: lalugen plus creme (hylaronic acid, sulfadiazin silver) and lasertherapie and that the patient underwent debridement of the wound (1. Prontosan band for 15 mins 2. Plurogel 3. Mepithel 4. Bandage with plaster). On dec 3, 2020, it was noted that an electrical blanket was used to warm the patient during the procedure.